Manufacturer narrative:
The investigation for the pump stop and purge leak issues has been completed. The impella device was not received from the customer. Therefore, the root cause for the could not be determined.

Event description:
The procedural outcome noted that the patient expired. Cause of death is respiratory failure. The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced access site bleeding and a hematoma. To help resolve this issue the patient was administered a blood transfusion. Additionally, the patient experienced thrombocytopenia. The resolution for this issue is unknown. However, it was noted that the patient recovered. The device exhibited a purge leak and the pumped stop. The physician decided to explant the device. The procedural outcome noted that the patient expired. Cause of death is respiratory failure. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Access site bleeding-major and thrombocytopenia: this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23321 in accordance with updated procedures.